Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info, a supplemental medwatch will be submitted.

Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in early 2009, that a one step button initial placement gastrotomy kit was used to perform a peg placement procedure during the end of december 2008. According to the complainant, approximately two weeks after placement, the cap felt loose and came off the port easily. An olympus brand button device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.